Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. During the procedure, it was difficult to remove the guidewire at the inlet of the right superior pulmonary vein (rspv). The whole catheter was removed, and a small piece of tissue was found attached. The procedure was completed successfully using the same device. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. During the procedure, it was difficult to remove the guidewire at the inlet of the right superior pulmonary vein (rspv). The whole catheter was removed, and a small piece of tissue was found attached. The procedure was completed successfully using the same device. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The farawave 2.0 was visually inspected upon return. No visual abnormalities were observed, and it was noted that there was no guidewire returned with the catheter. An attempt was made to advance a guidewire through the catheter, and the attempt was successful. No unusual resistance was noticed. The device was subsequently deployed to basket and flower without difficulty. In flower deployment, the guidewire was still able to be moved around inside the guidewire lumen easily. The allegation was not definitively confirmed. The user reported tissue being attached to the guidewire, which likely caused difficulties inserting/removing the guidewire in the field. However, the guidewire and tissue were not returned with the catheter, and functional testing did not reveal any issues with advancing a guidewire through the catheter guidewire lumen.